Event description:
The customer reported that during set up for an unknown procedure the bronchofibervideoscope camera was noted to be broken. The extent of the image interference is unknown. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress appears to have led to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.